Event description:
See also manufacturer reports 3004209178200600945 and 3004209178200805491. It was reported that since the patient's device was relocated from the left to the right side of her body in 2006 she has had persistent severe abdominal pain. In seven months later, the patient's leads were replaced and repositioned. After approximately six hours the surgery was complete and the patient was placed into intensive care. Her chest felt heavy and numb, and her legs were numb as well. She experienced major tachycardia, spasticity, and tremors. She was on oxygen and had difficulty time breathing. Follow-up with the physician revealed that a pulmonary embolism was ruled out and the patient was doing better and stabilized. Scopolamine had been administered to the patient and the physician believed this was the cause of the tachycardia. No further information was reported.